Event description:
During a plasma donation in 2004 it was reported that the donor's arm began to swell on the first collection cycle. Over the next several days there was swelling, discooration and pain. In 2005 pt went to the hosp with a severe headache and was admitted. Pt was admitted to the hosp for 5 days with a diagnosis of myositis of cervical area, cephalgia, and vertigo.